Event description:
It was reported by the sales rep that during a hernia repair procedure, the catheter was introduced and the surgeon was flushing the catheter out when some resistance was felt. At that time it was noted that approximately two centimeters of the catheter tip was missing and the coil was sticking out. The catheter was removed and another catheter was placed. Two x-rays were taken to locate a 2cm piece of catheter; nothing was found on x-ray. The patient was notified that there may be a piece of catheter remaining in their body. During a follow up report, the doctor reported that no unusual resistance was felt during flushing of the catheter. No additional treatment has been taken with the patient with regards to this event.

Manufacturer narrative:
The catheter involved in the reported event was evaluated. During the evaluation, the technician noted there was no evidence of elongation of the catheter. The catheter had clearly been cut perpendicular to the long axis of the catheter. A clean cut line was present and the inner diameter of the catheter was not visibly reduced, indicating that the cut was made by a sharp instrument. Catheters are 100% tested for flow prior to packaging. It is extremely unlikely that a cut catheter would pass a flow test. It is likely that the cut occurred when or after the package was opened. The investigation suggests that the catheter was likely cut by the user. The root cause for the failure appears to be a result of the customer's abnormal treatment of the product.